Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 437 mg/dl. Customer mentioned that he was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 550 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned the no delivery alarms were resolved by a reservoir change. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.